Manufacturer narrative:
E1 full name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that liquid was not being supplied to the to the connecting tube of the forceps channel during insufficient reprocessing. There were no reports of patient involvement.